Manufacturer narrative:
Product is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the product is received.

Event description:
It was reported that the customer had received an occlusion alarm. The customer changed the infusion set tubing and site and received another occlusion. The customer's blood glucose (bg) level was 177-192 mg/dl. The customer declined tandem technical support's offer to troubleshoot to determine a possible cause of the occlusions and stated that the supplies on the pump were to be changed.